Manufacturer narrative:
Title: robotic versus laparoscopic distal pancreatectomy: a french prospective single-center experience and cost-effectiveness analysis source: springer science+business media, llc, part of springer nature 2018, received: 15 september 2017; accepted: 28 january 2018; published online 02 february 2018. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the study, this is to compare the short-term results of the device in robotic distal pancreatectomy and laparoscopic distal pancreatectomy from 2011 until 2016. The distal pancreatectomy was performed to 38 patients, ages 44-83 years old with 12 males and 26 females. In robotic distal pancreatectomy, there were five patients had postoperative complications. Six patients had pancreatic fistula. One patient had pulmonary complications. One patient was re-operated within 90 days. However, in laparoscopic distal pancreatectomy, there were 11 patients had postoperative complications. 10 patients had pancreatic fistula. Three patient had pulmonary complications. Two patient was readmitted within 90 days due to fever with peripancreatic fluid collection treated successfully by antibiotics. One patient was re-operated within 90 days.